Event description:
It was reported to philips that the allura device would not boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the hard drives. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log files showed malfunction of flexvision pc. Fse tried to reboot the system several times, but issue was not resolved. Upon inspection, fse found that hard disk and flex vision pc software were defective. Fse replaced hard disk, reloaded software of flexvision pc and tested the system. After that system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.